Event description:
Nurse at the dialysis ctr recognized the tesio extension adaptors on a pt as recalled adaptors. The pt had the catheter implanted about 2 weeks ago. The adaptors did not have suture wings.